Event description:
It was reported that during device change out due to normal eri, high impedance was observed on the lead. Externalized conductors were also observed under fluoroscopy. The lead was explanted and replaced. Patient was in stable condition after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The lead was returned in two segments for analysis. Externalized conductors due to internal insulation abrasion were noted at 11.3-15.9cm from the distal tip. Internal insulation abrasions were noted at 16.6-16.7cm, 16.8-16.9cm, and 33.6-34.1cm from the distal tip. The etfe coating was intact at these locations.